Event description:
During a carotid stenting treatment procedure, the biliary wallstent monorail 10x24 stent was unsheathed 1 mm upon opening the package, but went unnoticed. The stent became caught on the stenosis due to this. The physician withdrew the stent and successfully placed another of the same type. No patient injuries or complications were reported. At the time of this event this device was not indicated for use in the carotid.